Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing anomaly. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination of the lead found the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to the emergency room with chest pain. Device interrogation revealed loss of capture and undersensing on the right ventricular (rv) lead. Echocardiogram was performed and revealed that the rv lead was in the left ventricle across the septum. The physician elected to explant and replace the rv lead. The patient was in stable condition.